Manufacturer narrative:
(B)(4). The service engineer (se) replaced the graphical user interface (gui) key board. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had unresponsive keyboard. It is unknown if the event was during patient use. Additional information has been requested.